Manufacturer narrative:
We are currently unable to positively confirm the amount of extended connector associated with this adverse event therefore this ae will be reported as a malfunction of the device in addition to the previously reported ae (MFR report#0009617544-2014-00005) that has been submitted. However, we will continually follow-up the in order to provide any additional information.

Event description:
It was reported that a surgeon called and indicated that while using the extended connectors for the xia 4.5 system the surgeon has encountered issues and would like to know if problem is with the product or his approach.

Manufacturer narrative:
Method: complaint history review; risk assessment. Results: the customer reported xia 4.5 extended connector small breakage was confirmed via the correspondence. No product was received for this specific event, so no additional investigation or product analysis could be performed. However, the most likely cause of the reported event is the configuration of the construct creating a large bending moment, which can lead to the eventual fatigue fracture of the connector. Conclusion: the most likely cause of the reported event is the configuration of the construct creating a large bending moment, which can lead to the eventual fatigue fracture of the connector. However, the root cause of the reported event cannot be determined and is most likely multifactorial.

Event description:
It was reported that a surgeon called and indicated that while using the extended connectors for the xia 4.5 system the surgeon has encountered issues and would like to know if problem is with the product or his approach.